Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that they had surgery because ins was "not charging because it moved and the corner part was sticking out, it wasn't laying flat anymore so they had to move it" and says this ins issue was first noticed about 3 months ago, and they had this ins revision surgery this past friday. Belt and controller ordered for pt in (B)(4).